Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise on the atrial lead resulting in automatic mode switching (ams) was noted. External electromagnetic interference was suspected as the incident occurred once and no intervention was required. The patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2018-00814.